Event description:
Same case as MDR ID#: 2134265-2013-06516; 2134265-2013-06517. It was reported that chest pain occurred. In (B)(6) 2013 the subject presented due to unstable angina and was hospitalized on the same day. Cardiac catheterization was recommended. The 90% restenosis that was found at the junction of previously placed overlapping study stents located in mid lad was treated with a 3.5 x 12 mm non-bsc stent and subsequently post dilated with a 3.5x12mm quantum balloon with 0% residual stenosis. Per the site, post stent deployment the patient had chest pain treated with medication, which was related to the quantum balloon. One day post admission the event was considered resolved and the subject was discharged on the same day.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).